Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction of the cautery was used too close to the gastrointestinal videoscope, and left burn mark on distal tip of the scope was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the nozzle had foreign material and white residue on the air/water channel. Based on the results of the investigation, the root cause was user error, the cautery was used too close to the gastrointestinal videoscope, and left burn mark on distal tip of the scope. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an upper endoscopy therapeutic procedure, the cautery was used too close to the gastrointestinal videoscope, and left burn mark on distal tip of the scope. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.